Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous low blood glucose (bg) levels from 37-57 mg/dl. Reportedly, the customer's bg was a addressed with juice. The customer's wife periodically had to give customer juice as the customer was unable to do so. Reportedly, the customer lost the continuous glucose monitor transmitter necessary to monitor bg.

Manufacturer narrative:
Tandem quality engineer reviewed pump data and concluded the following: blood glucose (bg) of 35 mg/dl was entered into the pump by the user on (B)(6) 2019 at 8:22 am. Immediately following, user requested a bolus for 45 grams of carbohydrates and a bg of 113 mg/dl. Blood glucose (bg) of 30 mg/dl was entered into the pump by the user on (B)(6) 2019 at 2 pm. Immediately following, user requested a bolus for 30 grams of carbohydrates and a bg of 130 mg/dl. The user likely entered the bg values of 35 and 30 mg/dl in error. During the provided date range of (B)(6) 2019 to (B)(6) 2019, user made bolus requests without entering current bg and while still having insulin on board (iob). User set frequent temporary rates at 0% of basal insulin ranging from 15-150 minutes, and made several adjustments to personal profile basal rates, both increasing and decreasing total daily basal insulin. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.